Event description:
The facility returned the device for service. During service testing, the baxter repair technician reported that the device under delivered. The hospital representatives stated that there have beeen no reports of any patient incident involving this pump since the last baxter service event.